Event description:
It was reported that the customer experienced an altitude alarm with their insulin pump. There was no adverse impact to the customer¿s blood glucose level. The customer followed technical support instructions to clean the pump and replace the cartridge, but the issue persisted. As a result, tandem technical support decided to replace the pump and cartridge. The customer will use manual insulin therapy as a backup to ensure continuous insulin delivery. A replacement pump with updated software was sent, and training was made available through the tandem source account. The customer was advised on the steps to take upon receiving the new pump and on how to return the problematic pump.